Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the right posterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, on first inflation at 8 atmospheres for 15 seconds, the balloon ruptured. The device completely removed from the patient. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported. Patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a coyote es balloon catheter. There was blood and contrast in the inflation lumen and multiple hypotube shaft kinks. The catheter was soaked in a warm water bath to loosen the blood and contrast prior to functional testing performed using an inflation device filled with water. The catheter was inflated and a stream of water emitted from a pinhole in balloon. The catheter balloon and shaft was examined under magnification. There was a very small balloon pinhole located over the proximal markerband. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the right posterior tibial artery. A 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for dilatation. However, on first inflation at 8 atmospheres for 15 seconds, the balloon ruptured. The device completely removed from the patient. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported. Patient's status was good.